Event description:
During an arthroscopy shoulder procedure, the left tip of suture broke off during procedure, necessitating an open procedure to retrieve broken piece and complete surgery. Surgeon reported no increased length of stay, pt did well; additional incision was less than 1".